Event description:
A hospital in another country, reported via our distributor that the heater wire alarm on the mr850 humidifier operated when an rt206 adult breathing circuit was connected to the humidifier. The fault was found before use and no patient consequence was reported.

Manufacturer narrative:
The product referred to in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. An electrical resistance test was carried out on the heater wire of the returned breathing circuit. Results: the resistance of the heater wire in the inspiratory limb was found to be outside the acceptable limits. Conclusion: higher resistance in heater wires is usually associated with improper crimping of the connector to the heater wire during production. Every breathing circuit heater wire is electrically tested during production. Those that fail are rejected. This suggests the resistance of the heater wire changed after the device was released to market. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.008%.